Event description:
Customer reported the buttons on the insulin pump were not responding. Customer stated the insulin pump had a no delivery alarm first, took out the battery, and now has a battery out limit alarm. Customer's blood glucose was 138 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to corroded keypad trace. Unable to verify the battery out limit alarm due to the unresponsive buttons. The insulin pump was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.